Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a blank display while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the power supply. Covidien was not authorized to service the device.